Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to patient had bacteremia. The patient was also noted to have sepsis and the incision site never closed. There were no additional adverse patient effects reported. The rv lead was explanted.